Event description:
Balloon damage or out of spec; it was reported that a standard thermodilution san-ganz, model number 131hf7 was checked before insertion for the balloon inflation. Swan was then inserted into the patient with a 7fr sheath (not edwards product); and discovered the swan ganz balloon was not inflating. This was in the cardiac cath lab so had image of tip and noticed there was no balloon. The catheter was removed and the balloon was no longer visible. It was stated that the customer has queried if the balloon fell off in patient or during use. There were no patient complications reported.

Event description:
On 04/22/2009, a user facility reported to terumo cardiovascular systems that a leak was observed in a cardiopulmonary bypass circuit in the area where flexible pvc circuit tubing attaches to the centrifugal pump which propels pt blood through the extracorporeal circuit. The user facility reported that the event occurred prior to the pt being on bypass surgery - as the event was noticed during the priming of the circuit. (Often, priming of the circuit is accomplished prior to the pt being brought in to the operating room). The user facility reported that after priming the circuit, the leak was detected and that they took necessary precautions to ensure a secure connection.

Manufacturer narrative:
Customer report was confirmed for balloon damage. Balloon ruptured in the central area, 0.13" x 0.13" hole was observed. Latex is baggy at this region. Customer initially reported that "there was no balloon". However, as per evaluation, the balloon ruptured.